Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not inflating properly. It is believed that inflation issue was due to a fluid leak as a result of normal wear. The ipp was explanted and a new ipp was implanted. There were no patient complications reported.